Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported the pt was enrolled in a post market clinical study in (B)(6) titled (B)(4). "The implantation of idrt on the medial aspect of the pt's left thigh was performed on (B)(6) 2012. A hematoma was observed on (B)(6 )2012. A second surgery was performed on an unspecified date to explant the initially implanted idrt and implant new idrt. Follow up of the pt in progress." Additional information was requested by integra .